Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the presence of horizontal grooves along the collar of the ar-8400obe inner tube. Corresponding grooves were identified along the inner diameter of the outer tube hood, and consistent with a site of metal debris production. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of scuffing along the shrink tubing of the device. Material analysis revealed the ar-8400obe met all as-received specifications.

Event description:
It was reported during a shoulder scope the burr was producing metal shavings. The doctor did the best he could to retrieve as many fragments as possible but the flakes are so small it was not possible get them all. The case was completed without additional issues.